Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the complaint lab received a sample of (B)(4) with the needle protruding through the csr wrap. There is no additional information available for this sample.